Event description:
A novasure device was inserted into the cavity with the total length being 8 cm and the cervical length being 4 cm. When the device was activated, it looked like the ray would not open, and after several checks we found one portion of the device was malfunctioning. For this reason the device was changed, and once the new device was inserted into the uterine cavity with width measuring to be 2.5 cm, the device was activated. It gave the okay to proceed, and the novasure ablation was performed without any complications.